Event description:
It was reported by the rep that the device was used during a laparoscopic hernia repair. It was reported the seals on both 511sd and 512sd trocars were torn during the case, causing loss of insufflation. There was no consequence to the patient.